Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the customer¿s device for review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself four during a patient event. Each time the user was able to manually power the device back on. Both batteries were fully charged. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that their device powered off by itself four during a patient event. Each time the user was able to manually power the device back on. Both batteries were fully charged. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that all four battery pins in the device were loose. Physio replaced the battery pins as a precaution and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio also reviewed the downloaded electronic data from the device and confirmed the reported issue.